Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a thyroidectomy. The device was getting hot along the shaft, it burned the tissue at the tissue site. The tissue was excised in order to close the incision.